Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that within t he last 2 weeks prior to the report they notice that their ins keeps shutting off by itself. Additionally, on (B)(6) 2018, the patient noticed an informational power on reset (por) on their programmer and recharger. The patient is unsure what could be causing it and is not aware of being around any emi environments. Patient services helped the patient resolve the por. No further complications were reported/are anticipated.